Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the device design record and confirmed that the design of the power switch was changed to improve the resistance to damage to the power switch. Countermeasure products have been shipped since (B)(6) 2013. Since this device was manufactured prior to the design change, the power switch may have been stuck because the amount of operating force and number of operations of the power switch exceeded expectations. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was reproduced. The power switch had failed. The front panel was discolored. Dust was accumulated on the base inside the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the power switch of the device did not respond. There was no report of patient injury associated with the event.